Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. The blood glucose reading was 86mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received motor error alarms during rewind due to corroded motor home switch. Received motor alarms due to loose drive support disk. The insulin pump passed the displacement test. The insulin pump was returned with missing end cap sticker.